Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. False upstream occlusion alarms were verified through a review of the event history log and found during a visual inspection to be caused by cracks on the flex pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a false upstream occlusion message. There was no patient involvement. No additional information is available.